Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold and decreased r-waves. There was suspected micro perforation. No new rv lead was implanted. No additional adverse patient effects were reported.